Event description:
Healthcare professional reported "ruptured implants¿. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "ruptured implants¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch emdr-47491. Aware date should have been listed as 8/23/2024. Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on radius side assessed as fold flaw opening.

Event description:
Healthcare professional reported "ruptured implants¿. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.